Event description:
The hcp reported at the past two refills, the pt has had "withdrawal like symptoms" (increased spasticity and itching) for 24 hours post refill. The pt is sensitive to dosing changes so alarm volumes have been increased to 3ml. The pt does very well during the therapy, and refill intervals are 90 days. The drug used lioresal 2000mcg/ml at a dose of 330mcg/day. The hcp states, when she comes in for the refill she is doing fine with no changes to clinical presentation even a few days prior to the refill. Programming is accurate and refill uneventful. The hcp reports he aspirated the contents of the pump to confirm there was no pocket fill. The pt was treated with a therapeutic bolus and responded well. The hcp is planning on giving the pt another therapeutic bolus at this refill to see how she responds. There has been no volumn discrepancies reported or pump alarms.

Manufacturer narrative:
.